Manufacturer narrative:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed (B)(6)2020. The device was visually inspected and it was found in good conditions. The magnetic, temperature and force features were tested and no issues were observed. The catheter was deflecting correctly. However, the catheter was not irrigating correctly since the device was occluded with foreign material. A fourier transform infrared spectroscopy test (ftir) was performed and the results showed that the material was primarily composed of a biological-based material, presumably human tissue or fluid. A manufacturing record evaluation was performed and no internal actions were identified. The root cause of the adverse event remains unknown. The instructions for use state that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the occlusion observed is related to the procedure. In the opinion of the physician the event was procedure related. Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. No code available was used in section to represent surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure with a thermocool smart touch sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Toward the end of the right ventricular outflow tract premature ventricular contraction ablation procedure, it was discovered on intracardiac ultrasound that the patient developed a cardiac tamponade. There was also a decrease in patient blood pressure. A pericardiocentesis was performed and the patient stabilized. The patient was stable and transferred to the coronary care unit. During the procedure, high force values from the catheter of 60-70 grams were noted, and this likely led to the cardiac tamponade. The adverse event was discovered during use of biosense webster inc. (Bwi) products. In the opinion of the physician, the event was procedure related. The patient¿s condition was improved. The patient was hospitalized overnight to monitor the drain. Transseptal was not performed. Prior to discovering of the effusion ablation was performed. There was no evidence of steam pop. The irrigation settings were 15ml/min. Graph, dashboard, vector and visitag were used for force visualization. There were no error messages displayed by bwi equipment. The visitag module was used with the following settings: stability 2mm, 5s, tag size= 3mm and time for coloring.